Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was reusing cartridges with the pump. Tandem customer technical support informed customer that reusing cartridges is off-label per the user guide. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin.